Event description:
A customer reported to baxter (B)(4) of an administration set disconnected from the drip chamber. The reporter stated that the reported issue occurred prior to patient connection. There was no patient involvement, injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection revealed that the tube and chamber were disconnected hence the reported problem was confirmed. It was determined that the tube insertion was not done correctly during manufacturing, indicating operator error as the assignable root cause. In order to address this issue, more solvent is being applied to the tube during manufacturing. This will help facilitating a full insertion to the chamber. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.